Manufacturer narrative:
An event of device embolization into the left atrium was reported. A cine review was completed, and it concluded that fluoro imaging of embolized device is provided, angiogram imaging of sizing of device, and imaging of final deployed device. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. A surgical intervention was a result of case-specific circumstances, as the device was surgically removed. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect-clinical code:

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implant using an unknown delivery system. The sizing of the device was determined by cardiac computed tomography (cct). During procedure, the left atrial pressure was above 12mmhg and fluids were given. The amulet was implanted after satisfying close criteria and tension test was performed. After the implant, less than 48hrs the amulet was embolized from left atrial appendage. The device was surgically removed. The physician mentioned the cause of embolization was enlarged laa. The patient was reported stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implant using an unknown delivery system. The sizing of the device was determined by cardiac computed tomography (cct). During procedure, the left artial pressure was above 12mmhg and fluids were given. The amulet was implanted after satisfying close criteria and tension test was performed. After the implant, less than 48hrs the amulet was embolized from left atrial appendage. The physician mentioned the cause of embolization was enlarged laa. The patient was reported stable.